Event description:
It was reported that the lead exhibited unstable impedance, ranging from 280 ohms to greater than 2000 ohms on (B) (6) 2010 and less than 200 ohms impedance on (B) (6) 2010. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the lead exhibited high impedance due to a fractured proximal coil. Also, an intermittent short circuit was measured between the coils caused by damaged distal insulation. The fractured proximal coil damaged the distal insulation. The damages found were caused by clavicular crush.